Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Patient reported "solid, hypoechoic, oval, circled nodule", which is not device related. Later, patient representative reported "severe pain, discomfort and visible changes in the breast area", "ruptured silicone prosthesis", "intense emotional shock and visible aesthetic damage" and "emotional vulnerability, embarrassment, and insecurity with ... Own image". This record is for the left side. Device was explanted and replaced with another manufacturer's device and it will not be returned.